Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced low blood glucose of 52 mg/dl. Customer declined to troubleshoot for low blood glucose level. Customer did treat and got his blood glucose back up to 100 mg/dl. The insulin pump will not be returned for analysis